Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was disconnection/loose connection between the supply line and the supply bag which led to this alarm. The cause of the disconnection/loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was disconnection/loose connection of the supply line from the supply bag. Renal therapy services (rts) assisted the patient in ending the therapy and removing the cassette. Rts reviewed proper procedures with the patient per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.